Manufacturer narrative:
The investigation is still in progress . A supplemental report will be provided after completion.

Event description:
The customer reported swabbing her right nostril with a reagent solution on the swab using the binaxnow covid-19 antigen self test on (B)(6) 2022. The customer confirmed there was no delay or impact in the patient's treatment and the healthcare provider was notified. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
A product deficiency was not reported or found. Technical service provided the safety data sheet (sds) and advised the consumer to contact their health provider if any irritation occurred.